Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported issues with length of the device may have been due to a potential measurement error at implant.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was undersized; therefore, a surgical procedure was performed, during which cylinders and pump were removed and replaced, while the existing reservoir was kept in the patient. There were no patient complications reported.